Manufacturer narrative:
Based on the claim against the product by the customer noting that usm 4 had an error and was disabled, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set-up joint (suj) and the distal suj to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the proximal suj involved with this complaint to perform failure analysis, however, failure analysis has not completed their investigation. Isi has not received the distal suj. The complaint regarding error on usm 4 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pediatric ureteral reimplantation surgical procedure, an error occurred against universal surgical manipulator (usm) 4, and it was disabled. The procedure was completed as planned with the remaining three usms. There were no reports of patient injury. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The distal set-up joint (suj) was analyzed and found to have severely damaged pins. Error 319 was found to have occurred in the remotefe logs. The proximal suj was analyzed as well. Logs confirmed that error 23118 took place, which points to an issue with the suj tornado. The complaint regarding arm 4 errors was confirmed by failure analysis.